Event description:
It was reported that the clinician attempted two implants for a bridge, and where one of the implants already failed, and they removed this implant as well. Tooth site #23 (universal).

Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation, there was slight damage to the implant due to the removal process. No damage that would contribute to the reported event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did not occur. There was slight damage to the implant due to the removal process. No damage that would contribute to the reported event. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.